Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported the device displayed -no disposable- alarm/error message. Patient tried to take the cassette off and put it back on, made sure nothing was loose. Switched to the back up pump and the same beeping and error message displayed on the second pump. Patient started new mix using new cassette and pump was working. Cassette lot number: 4235231. No other information was provided. No patient injury was reported.